Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 48 mg/dl. The customer also reported waking up to a low blood glucose of 50 mg/dl. The customer treated their low blood glucose with food. Customer also requested assistance with adjusting their basal rates. The customer declined to return the insulin pump for analysis.